Event description:
"Patient came into the ER complaining of flank pain after receiving a silhouette stent 2 weeks prior. At that time dr was unable to thread a guidewire through the stent and concluded that the stent was occluded with some matter. Replaced stent with a competitive product. Dr is uncomfortable using silhouette again until a proximal and distal port are added."

Manufacturer narrative:
In the absence of the incident device, it is not possible to determine the cause and failure mode. We could not review the device history record of this device due to the lot number not being provided. As a result, we are concluding our investigation and closing this incident file. This document serves as our initial and final report.